Manufacturer narrative:
Since we have not received any (used or un-used) infusion set(s), we cannot presently perform any testing. Because lot number is unknown, we cannot examine any lot reference samples either. Unomedical's preliminary clinical evaluation: patient reported being hospitalized because of diabetic ketoacidosis. Patient reported being incoherent and had passed out. Patient's grandmother called 911. Patient was pregnant at (B)(6) and the baby was stillborn. Patient reported noticing the pump piston did not move at all, and upon removal of infusion set patient found cannula bent. Patient reported now using insulin pens to manage blood glucose. More information is needed to make an adequate clinical evaluation.

Event description:
(B)(4). A pregnant female diabetic patient is receiving insulin via a medtronic insulin pump and a quick-set paradigm (mmt-399) infusion set. On (B)(6) 2015 the patient experienced loss of consciousness and her grandmother made a 911 call. Later, a hcp stated reason for 911 call to be diabetic ketoacidosis. Blood glucose level at time of 911 call is unknown. The patient was hospitalised at (B)(6), where she received unknown treatment. Phone number of the reporter or hospital is (B)(6). She remained on insulin pump until the next day i.e. The (B)(6). During the first day of hospitalisation the patient delivers a female stillbirth at the (B)(6). After changing her infusion set patient notices that the insulin pump piston cannot move at all and that the infusion set cannula is bent. On (B)(6) patient received pump alarm for no delivery as well as a low reservoir pump alarm directing patient to rewind pump, but the pump piston cannot rewind because the piston does not move. Patient reported that she showed bent cannula and non-moving pump piston to nurse in the hospital ((B)(6)) when she came to and was notified of the hospitalisation and the loss of her child. She informs, that since [unknown date], she has been using insulin pens to control her diabetic condition. During her phonetalk with medtronic's helpline/call center, the patient informs that she has contacted an attorney and is planning on suing medtronic. Note: the chronology described above is based on our source text from the distributor. We are asking for various clarifications as for actions and dates. Unomedical is actively in the process of obtaining further information on all relevant aspects regarding this incident.

Manufacturer narrative:
Since we have not received any (used or un-used) infusion set(s), we cannot presently perform any testing. Because lot number is unknown, we cannot examine any lot reference samples either. Update per 08-jan-2016: as stated in data item, unomedical now makes this final emdr submission and closes the case. Unomedical's final clinical evaluation: patient reported being hospitalized the (B)(6) because of diabetic ketoacidosis. Patient had passed out and patient's grandmother called 911. Patient was (B)(6 )week pregnant and the baby was stillborn. Patient reported removing pump and infusion set the (B)(6) with a nurse. Upon removal patient found pump piston not moving and cannula bent. Patient reported that since hospitalization patient have been using insulin pens to manage blood glucose. No information about blood glucose readings prior event or treatment in hospital is available. It is by existing data not possible to make an adequate clinical evaluation. End of update per 08-jan-2016. Unomedical's preliminary clinical evaluation: patient reported being hospitalized because of diabetic ketoacidosis. Patient reported being incoherent and had passed out. Patient's grandmother called 911. Patient was pregnant at (B)(6) weeks and the baby was stillborn. Patient reported noticing the pump piston did not move at all, and upon removal of infusion set patient found cannula bent. Patient reported now using insulin pens to manage blood glucose. More information is needed to make an adequate clinical evaluation.

Event description:
B)(4). Update as per 08-jan-2016: our source (B)(4)has been asked several times for new/further details but no further, new information has been obtainable. Lot number remains unknown so even testing of lot reference samples is not possible. We have updated our clinical evaluation. Medtronic has reported this case to FDA with a report number of 2032227-2015-75823. As no further information is expected, unomedical close the case for now and submit this final emdr. Should new relevant information become available, we will re-open the case and act appropriately, including re-submissions of such new relevant information. End of update per 08-jan-2016: a pregnant female diabetic patient is receiving insulin via a medtronic insulin pump and a quick-set paradigm (mmt-399) infusion set. On (B)(6) 2015 the patient experienced loss of consciousness and her grandmother made a 911 call. Later, a hcp stated reason for 911 call to be diabetic ketoacidosis. Blood glucose level at time of 911 call is unknown. The patient was hospitalised at (B)(6), where she received unknown treatment. Phone number of the reporter or hospital is (B)(6). She remained on insulin pump until the next day i.e. The (B)(6). During the first day of hospitalisation the patient delivers a female stillbirth at the (B)(4) gestational week. After changing her infusion set patient notices that the insulin pump piston cannot move at all and that the infusion set cannula is bent. On (B)(6) patient received pump alarm for no delivery as well as a low reservoir pump alarm directing patient to rewind pump, but the pump piston cannot rewind because the piston does not move. Patient reported that she showed bent cannula and non-moving pump piston to nurse in the hospital (B)(6) when she came to and was notified of the hospitalisation and the loss of her child. She informs, that since [unknown date], she has been using insulin pens to control her diabetic condition. During her phonetalk with medtronic's helpline/call center, the patient informs that she has contacted an attorney and is planning on suing medtronic. Note: the chronology described above is based on our source text from the distributor. We are asking for various clarifications as for actions and dates. Unomedical is actively in the process of obtaining further information on all relevant aspects regarding this incident..